Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in an arteriovenous fistula in a mildly tortuous and non-calcified vessel. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during second inflation at 22 atmospheres for few seconds, the balloon ruptured. The device was removed and a pinhole was noted on the balloon material. The procedure was completed with another of same device. No patients complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a gladiator was returned for analysis. A visual examination identified that the balloon section of the device, including the markerbands and tip was detached from the device and not returned with the device. A visual and tactile examination of the shaft of the device found the shaft to be detached 677mm distal from the distal end of the strain relief. The shaft was also noted to be stretched and kinked. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in an arteriovenous fistula in a mildly tortuous and non-calcified vessel. A 7.0 x80, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during second inflation at 22 atmospheres for few seconds, the balloon ruptured. The device was removed and a pinhole was noted on the balloon material. The procedure was completed with another of same device. No patients complications were reported and the patient status was stable.